Event description:
A report was received that the patient was experiencing a burning sensation at the ipg site. The patient was prescribed lidoderm patches.

Event description:
A report was received that the patient was experiencing a burning sensation at the ipg site. The patient was prescribed lidoderm patches.

Manufacturer narrative:
Additional information indicates that the patient underwent an explant procedure. The physician explanted the patient's entire system. Additional suspect medical device components involved in the event: model # sc-2208-50, serial #s (B)(4), description: linear st lead - 50 cm. Model # sc-3138-35, serial #s (B)(4), description: phase iii lead extension - 35 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.